Event description:
In preparation for a cesarean section on a woman pregnant with twins, the physician attempted an intubation with a glidescope baton and gvl-2000 portable video monitor. Upon turning on the glidescope monitor, the image was described as "white out." After a 15 min delay, another glidescope monitor was obtained to secure the airway, and the surgery was then completed. One of the twins was stillborn as a result of compromised circulation to the placenta. Facility risk management did not know whether the intubation delay was related to the pt having a still birth. Testing by the facility biomedical engineer showed the glidescope unit to be functional, and the operating room problem could not be recreated at that time. Further investigation found that the same issue had occurred with another glidescope monitor, and it was verified that the battery was discharged. The unit was then found to be normally functioning, and it was determined that the battery was the cause of the problem. After further discussion with a hospital rep, it was concluded that both instances were likely caused by a depleted battery. The hospital decided that a charging protocol would be appropriate to prevent recurrence. Ref # 9615393-2013-00312.